Manufacturer narrative:
The pump passed the displacement test. Hardware low level failures. Alarmed during self test and was confirmed in the formatted history file due to broken trace at u1 keypad assembly. The pump was received with a cracked keypad overlay and cracked battery tube threads. Unable to confirm battery cap damage due to pump received without the original battery cap.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm after self-test. Customer was able to clear the alarm successfully. Customer was able to complete pump rewind. Customer stated that they performed self test. Insulin pump did pass self test. No harm requiring medical intervention was reported. The device was returned for analysis.